Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water jet tube. In addition, our technician confirmed that the distal body broken, the objective lens broken, the angle wire play, the segment corroded, the forward body frame corroded, the segment steel braid deformed, the lg prong deformed, the operation channel (primary) leak, the junction case leak, the u/d and the r/l knobs loose, the lg prong top loose, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the root brace rubber (insertion flexible tube) flared, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.